Manufacturer narrative:
H6. Evaluation codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was unable to hold pressure and inadequate volumes were being delivered to the patient. An emergency trach change was conducted. Patient tolerated procedure well. Post test was done on tracheostomy tube by submerging trach into water basin, where bubbles were observed upon inflation. Leak test was done on tracheostomy tube by submerging trach into water basin, where bubbles were observed upon inflation. There was a patient involvement and no patient harm reported.